Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. She had a blood glucose value of 140mg/dl and right now she is currently at 450mg/dl and going up. Customer reported that they had contacted their healthcare professional regarding the high blood glucose. Customer stated that the drive support cap appeared normal. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.